Manufacturer narrative:
.

Event description:
The customer reported that the device displays a speaker error. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.